Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. Following the procedure, the patient noticed a vaginal erosion during intercourse in mid 2013. On (B)(6) 2013, the patient was seen by a physician and was found to have a midline mesh erosion in the old suture line. The patient underwent an additional procedure on (B)(6) 2013.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.